Manufacturer narrative:
The reported events were lead dislodgement and helix would not extend. As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended, stretched and clogged with dried blood. X-ray inspection found overtorque of the inner coil and a stretched helix, consistent with procedural damage. After cleaning the lead, the helix was unable to be extended and retracted and the extension length unable to be measured accurately due to the condition the helix as received.

Event description:
During the primary follow-up after implant , the right ventricular (rv) lead was confirmed to be dislodged. Repositioning was attempted; however, the helix of the lead was unable to be retracted. The rv lead was explanted and replaced to resolve the event and the patient was stable.